Manufacturer narrative:
The marathon catheter has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during arteriovenous malformation (avm)treatment, removed the microcatheter from the package, it was found that the micro catheters was broken at the middle section. The event happened right after opened the package. There were not any patient symptoms or complications associated with this event.